Event description:
Patient had initial aaa repair in 2005. One main body, two iliac leg grafts, and one main body extension graft were placed. Then in 2007, another iliac leg graft was placed due to a distal endoleak seen on follow-up imaging. The leak was resolved on final imaging.

Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by anatomical changes in the patient over time.